Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of the cage popping through the glenoid body which may have been the result of not fully seating the cage and/or off-axis drilling at the time of implantation. This likely led to fracture of the glenoid body, and additional prosthesis wear on the glenoid body and humeral head. Potential contributions of user and patient-related considerations to the event could not be assessed as no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6) - 300-10-15 - equinoxe replicator plate 1.5mm o/s (B)(6) - 300-20-02 - equinox square torque define screw drive kit (B)(6) - 314-13-13 - equinoxe cage glenoid medium, beta. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01402. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 87 months after a right total shoulder replacement procedure, the patient underwent a revision procedure to address glenoid poly failure and pain. Patient was last known to be in stable condition following the event. No further issues or complications were reported. An image of the devices was provided. No additional information is available.